Manufacturer narrative:
Additional information e3 e4 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information has been provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. H6.

Event description:
It was reported via a legal notification, that a female patient, initial right knee implanted approximately in 2015, experiences daily pain and discomfort in her knee. As a direct, proximate, and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; swelling; buckling; gait impairment; poor balance; difficulty walking; difficulty sleeping; component part loosening; soft tissue damage; bone loss; bone damage; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained, and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.